Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer's blood glucose level at the time of incident was in the 200mg/dl range. The customer states the drive support cap was protruded. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error alarm during basic occlusion test due to loose protruded drive support disk also, unable to perform occlusion test due to compromised force sensor system error alarm. The insulin pump was received with cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window and missing the end cap sticker.